Manufacturer narrative:
The returned device consisted of the opticross imaging catheter. Product analysis showed the imaging window at the lapjoint section was completely detached. Complete detachments are prone to occur in the lapjoint section due to the difference in rigidity between the imaging window and the sheath section, due to this, the bending forces in this section are not evenly distributed and are mainly focused over the least rigid material. Since it was confirmed that the manufacturing process was successful, it is possible that this issue occurred during the procedure, either during insertion of the device, or due to the handling and manipulation from the user.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the physician noted that the catheter was not moving properly. Once the catheter was pulled out of the patient, they had found that they lap joint part was separated. The device was completely removed from the patient and the procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the physician noted that the catheter was not moving properly. Once the catheter was pulled out of the patient, they had found that they lap joint part was separated. The procedure was completed with another of the same device, and there were no patient complications.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the physician noted that the catheter was not moving properly. Once the catheter was pulled out of the patient, they had found that they lap joint part was separated. The procedure was completed with another of the same device, and there were no patient complications.